Event description:
Home patient (hp) reports incomplete prime with patient line of homechoice set. Hp reports they were unable to reprime line and had to restart with new supplies to complete treatment. No patient injury or medical intervention required per hp.